Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery ophthalmic console¿s laser output stopped and a recovery message appeared several times. The procedure was completed by restarting the console. The details about patient impact was not reported. Additional information cannot be obtained as the reporter is unwilling to provide further information.

Manufacturer narrative:
The company representative confirmed and replicated the reported event. To address the issue, the laser module and the interface printed circuit board (pcb) were simultaneously, replaced. Both replaced components have not returned for testing. However, the system was tested following the component replacement and was found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened to address poor laser output and the root cause was inconclusive as no functional problem was found during onsite testing. The root cause of the reported event is attributed to a component failure. The specific component that contributed to the reported event, remains inconclusive as the parts have not returned for testing. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).